Event description:
It was reported the video system center had a broken black plastic clip at the paddle insertion point.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information provided by the customer. Updated fields: b5, h2, h4, h11 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a worn camera connector and was unable to be plugged in, and no picture coming up on the screen. The issue was identified during inspection for use. There were no reports of patient involvement.